Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) and another manufacturer's right atrial (ra) lead exhibited high out of range pacing impedance measurements triggering the lead safety switch (lss). The patient was brought into the clinic and found in unipolar the impedance was 371 and in bipolar it was 2236 ohms. The medical personnel noted that the increase in ra impedance correlates with the patient's increased atrial fibrillation (af) two months earlier. One month earlier there was an even sharper increase in impedance measurements with day to day fluctuations. There was no noise observed. Boston scientific technical services (ts) discussed possible reasons for high and fluctuating impedance measurements including lead to tissue changes, early stages of a conductor issue or lead to device connection issue. Ts suggested further testing in unipolar and bipolar. However the clinic noted they would continue to monitor the patient. The crt-p and another manufacturer's ra lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) and another manufacturer's right atrial (ra) lead exhibited high out of range pacing impedance measurements triggering the lead safety switch (lss). The patient was brought into the clinic and found in unipolar the impedance was 371 and in bipolar it was 2236 ohms. The medical personnel noted that the increase in ra impedance correlates with the patient's increased atrial fibrillation (af) two months earlier. One month earlier there was an even sharper increase in impedance measurements with day to day fluctuations. There was no noise observed. Boston scientific technical services (ts) discussed possible reasons for high and fluctuating impedance measurements including lead to tissue changes, early stages of a conductor issue or lead to device connection issue. Ts suggested further testing in unipolar and bipolar. However the clinic noted they would continue to monitor the patient. The crt-p and another manufacturer's ra lead remain in service and no adverse patient effects were reported.